Manufacturer narrative:
(B)(4). Date sent 12/3/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: was a leak test performed? Yes. If so, what type and what was the result? A large amount of air leak was confirmed in some parts. Was the staple line visualized endoscopically during the initial surgical procedure? When the surgical site was opened and inspected, there were no staples in the area where the leak had occurred. How many days postoperative did the leak occur? The leak was identified during surgery. How was the leak identified? An air leak was confirmed. What was observed at the site of the leak upon reoperation? There was no staple. The tissue was re-excised and anastomosis was performed using cdh28b. How was the leak addressed? The tissue was re-excised and anastomosis was performed using cdh28b. Were there any issues experienced with the device in the initial surgical procedure? The request was for the product to be inspected because staples were not being formed. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. The surgeon is concerned about whether the product has issues. What were the indications for surgery? The sigmoid resection was converted to a low anterior resection. What surgical procedure was performed? The surgical field was endoscopic. The surgical procedure was a sigmoid resection. The sites of use were the colon and rectum. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What healthcare professional fired the device and what is his/her experience with the device? The doctor specializing in general surgery and gastroenterology fired the device. His experience wih the device is currently unknown. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Currently unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Currently unknown. Was the device difficult to close? =>no. Was the device difficult to fire? No. How may counter-clockwise revolutions of the adjusting knob were used to open the device? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Did the healthcare professional receive audible & tactile feedback when firing the device? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Were the donuts inspected? Yes. If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Were there any issues noted with staple formation at any point throughout the care of the patient? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. If so, please describe the shape and location. What is the current status of the patient? The patient is doing well after surgery.

Manufacturer narrative:
(B)(4) date sent 11/19/2024 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, dst anastomosis, there was air leaked intensely when an air leak test was performed. Anastomosis was performed with cdh28b at re-dissection. No staples were found in the leaked area when the dissection part was opened and checked. The doctor confirmed that a sigmoidectomy changed a low anterior resection but not a stoma. It was used on rectum and colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2024. D4: batch # 928c20. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25b device arrived with no apparent damage. Only the anvil half washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event of "would not staple", the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 928c20, and no non-conformances were identified.